Event description:
It was reported the patient presented with a left ventricular lead that exhibited a history of high capture threshold. The lead was capped and replaced 7 may 2024. The patient was in stable condition.